Event description:
It was reported the laryngofiberscope's insertion section coating peeled off. The malfunction occurred during inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the resin portion of the insertion tube had detached, adhesion of the illumination lens peeled off, and adhesion of the objective lens peeled off. Based on historical data, possible causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.